Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn:m365sc8416500, model:sc-8416-50, serial:(B)(6), batch:7032755.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was replaced due to undesired stimulation in a non-target area whether the therapy was on or off. The patient was doing well postoperatively, and the explanted devices were not returned per facility policy.